Event description:
The hospital reported that 5 months prior to the date of the event, that the blade broke when removed from its handle. This is the second time it had happened and according to staff it is a frequent occurrence.

Manufacturer narrative:
Device event or problem: the hospital reported that 5 months prior to the date of the event, that the blade broke when removed from its handle. This is the second time it had happened and according to staff it is a frequent occurrence. Deroyal: the defective sample was not returned for evaluation and root cause investigation. A supplier corrective action request was submitted to (B)(4) for them to evaluate this reported event.